Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-may-2019. This spontaneous case was reported by a patient and describes the occurrence of menorrhagia ('heavy periods with clots') and cardiac fibrillation ('then fibrillations very frequent occurred (up to 5% of my breath in 24 hours)') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("gain 5 to 6 kg") and experienced feeling abnormal ("slowed in my rhythm") and memory impairment ("memory is altered"). In 2015, the patient experienced stress ("a lot of stress"), anxiety ("anxiety"), irritability ("irritability") and disturbance in attention ("lack of concentration"). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), cardiac fibrillation (seriousness criterion medically significant) and ovarian mass ("a mass on one of my ovaries"). The patient was treated with cibenzoline succinate (exacor). At the time of the report, the menorrhagia, cardiac fibrillation, stress, anxiety, irritability, disturbance in attention, ovarian mass, weight increased, feeling abnormal and memory impairment outcome was unknown. The reporter provided no causality assessment for anxiety, cardiac fibrillation, disturbance in attention, feeling abnormal, irritability, memory impairment, menorrhagia, ovarian mass, stress and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: underlying a mass on one of my ovaries. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.